Event description:
Boston scientific received information that this patient was shocked six times for sinus tachycardia and defibrillation therapy was exhausted. Noise was noted on the shock channel and impedance was stable at 46 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed caused for the inappropriate therapy and reprogramming options. At this time, efforts to obtain additional product issue details have been unsuccessful and no other adverse events have been reported. This product issue will be updated if additional information is received.